Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) pump was stuck to the testicle. A revision surgery was performed in which the pump was removed and replaced with a new one in a new position. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.